Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer received generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm during rewind. The blood glucose level was unknown at the time of incident. When the customer put a new battery in the pump he was unable to rewind the pump and is calling for assistance. Customer advised to clear alarms as soon as possible. Advise to discontinue from the pump. Customer is unable to complete pump rewind. Customer advised that the pump will need to be replaced and revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed selftest. Constant pump error 19 alarmed during rewind due to corrosion on motor home switch. Pump error 63 alarm was present in the pump trace download due to software error. Pump error 81 alarm, pump error 3 alarm, sleep current measurement and active current measurement due to severe corrosion in all electronic assemblies. Unable to perform rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 19 alarms. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, peeling end cap address label, corrosion on force sensor assembly and slight corrosion in battery tube.